Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a paramount mini gps balloon-expandable stent for the treatment of a moderately tortuous/calcified fibrous lesion in the renal artery. It was reported that the IFU was followed, and the device was inspected before use with no issues noted. Embolic protection was not used. It was reported that stent dislodgement occurred during sheath removal. Location of dislodgement was at the target lesion. The dislodged part remained in patient. The physician implanted another stent to fix the dislodged stent to the vessel wall. No patient injury reported. The patient has left the hospital and status was reported as well.

Manufacturer narrative:
Device evaluation summary: the paramount mini stent was returned. No ancillary devices were included. The paramount mini was inspected and observed the balloon was expanded and the stent was not loaded. The stent was not included with the returned paramount mini catheter. Both marker bands within the balloon segment were identified. The balloon segment was in a post inflated state. No damage to the balloon segment, catheter shaft, or manifold assembly was noted. If information is provided in the future, a supplemental report will be issued.